Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred within 3 hours of insertion. The insertion site was abdomen. The blood glucose level was displayed high and the patient was treated with correction bolus via pump then correction injection of multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.